Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of 10.5 mmol/l on subject meter versus 7.9 mmol/l on another device and 10.5 mmol/l on subject meter versus 8.0 mmol/l on another device. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.